Manufacturer narrative:
The device was explanted nine years later and was returned for routine testing. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection identified no device irregularities. The device was interrogated and was found to have a battery status of elective replacement time (ert). A review of the device memory noted no faults or error codes. A longevity calculation was completed and confirmed this device did not last as long as expected. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Pacing and sensing functions were verified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was walking work and was sweating a lot and his heart rate was 55 bpm. A boston scientific technical services consultant discussed sensor function, purpose and adjustment. No adverse patient effects were reported.